Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). It was noted the transseptal puncture was difficult due to a fragile septum. The transseptal height was originally >4cm, but this reduced during the case until the clip deliver system (cds) was at the level of the valve, leaving inadequate height to proceed. A perforation was noted on imaging. After attempts were made to gain height it was decided to remove the steerable guide catheter (sgc) and cds and discontinue the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported failure to advance was due to the transseptal puncture. The reported patient effect of perforation appears to be due to the failure to advance. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr). It was noted the transseptal puncture was difficult due to a fragile septum. The transseptal height was originally >4cm, but this reduced during the case until the clip deliver system (cds) was at the level of the valve, leaving inadequate height to proceed. A perforation was noted on imaging. After attempts were made to gain height it was decided to remove the steerable guide catheter (sgc) and cds and discontinue the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.